Event description:
It was reported that post rx acculink stent implantation in the thrombosed, 95 % stenosed right internal carotid artery, the plaque shifted just proximal to the stented region. A second, unplanned, rx acculink was deployed, proximally, resolving the event. There was no adverse patient sequela and no clinically significant delay in procedure reported. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.